Manufacturer narrative:
It was reported that navitor valve was chosen for implantation in a patient with poor condition having constant fainting, dementia and presented with significant calcification. A pre-dilatation was performed with a minimum annulus balloon, the patient decompensated and was noted to have annular rupture. The navitor was reported to be implanted successfully at a depth of 3-4 mm however, the ruptured area was unable to be sealed and the patient expired. Field indicated that there was no deployment or retraction difficulties reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that in the physician's opinion the patient death was unrelated to the navitor device and was a result of the patient's severe condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 18 january 2024, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient was in poor condition - having constant fainting, dementia. The patient also presented with significant calcification and a valve gradient greater than 120mmhg. The valve area was 0.2mm squared. When pre-dilatation was performed with a minimum annulus balloon, the patient decompensated. Cardiac massage began and medication was administered. Through echocardiographic imaging and fluoroscopy, the valve ring was observed to be ruptured. The location of the rupture could not be determined because of the significant calcium on the leaflets and the left ventricular outflow tract (lvot). It was decided to continue with implantation of the navitor in hopes that it would seal the valve ring rupture. The navitor was implanted successfully at a depth of 3-4mm however, the ruptured area was unable to be sealed and the patient died. In the physician's opinion the death was unrelated to the navitor device and was a result of the patient's severe condition. The navitor device was said to have not contributed to or worsened the annular rupture. There was no deployment or retraction difficulties. The flexnav and navitor both performed as expected, without any device complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.